Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the left ventricular lead exhibited high pacing impedance with greater than double rise from the baseline impedance. Programming changes were made. The patient was in stable condition.